Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the dissection tip on the vasoview hemopro detached upon unpacking. The hospital reported no pt effects; it was never used on the pt. A new kit was opened to complete the procedure. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted if additional information is obtained. (B)(4).